Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a clinical study regarding a patient who was receiving lioresal 2000.0 mcg/ml at 1050.1 mcg/day via an implantable pump by simple continuous dosing for an unknown indication for use. It was reported that on (B)(6) 2017 the patient was in the urgency hospital of (B)(6) as they work over there they call us because the patient has more/increasing of the spasticity. It was reported that the patient had an appointment to come for the refill on (B)(6) 2017. It was reported that they refilled the pump and they find that the pump was empty and there was a pump volume discrepancy. It was noted that the telemetry said 3.4ml as to remain. So, they refilled the pump and programmed the pump and did a bolus. It was noted that was enough to get better and go back home on (B)(6) 2017. It was reported that the event resulted in an urgent care visit. It was reported that the event resolved without sequelae (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no pump alarm because no more baclofen. It was reported that the patient had more spasticity but we do not know why the pump was empty earlier than the date of the programmed refill. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.